Event description:
It was reported that during a permanent implant procedure on (B)(6) 2022, the physician noticed dural tears. As a result, the physician repaired the dura tears and the procedure was abandoned. It is unknown which lead is liable.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000127314.

Manufacturer narrative:
Correction: d6a - the product was not implanted; therefore, this should not have been included in the initial report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.